Manufacturer narrative:
Qc run prior to the event was within specifications. A field service engineer (fse) was on-site. Fse performed precision and results were within specifications. A clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding a high creatinine (cre) result generated by the unicel dxc 800 synchron chemistry analyzer. A patient sample when tested gave a cre result of 761umol/l which upon repeat yielded a lower result of 73umol/l. Upon rerun on a different instrument, the sample gave a result of 81umol/l. It is unknown if patient treatment was initiated or withheld as a result of this event.